Manufacturer narrative:
(B)(4).

Event description:
The pt heard the pump alarming. Telemetry confirmed a clinical alarm was occurring. The alarm was due to a motor stall; the stall was constant. The device system was used to deliver dilaudid, clonidine, and bupivacaine. Additional info has been requested. A f/u report will be sent if additional info becomes available.